Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('painful sex') and endometriosis ('endometriosis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), endometriosis (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), procedural pain ("surgical recovery pain"), uterine cyst ("fluid behind my endometrium"), thrombosis ("blood clot") and flatulence ("gas"). The patient was treated with surgery (endometrial ablation and hysterectomy). Essure was removed. At the time of the report, the dyspareunia, endometriosis, pelvic pain, procedural pain, uterine cyst, thrombosis and flatulence outcome was unknown. The reporter considered dyspareunia, endometriosis, flatulence, pelvic pain, procedural pain, thrombosis and uterine cyst to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New events blood clot, gas was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('painful sex') and endometriosis ('endometriosis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), endometriosis (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), procedural pain ("surgical recovery pain") and uterine cyst ("fluid behind my endometrium"). The patient was treated with surgery (endometrial ablation and hysterectomy). Essure was removed. At the time of the report, the dyspareunia, endometriosis, pelvic pain, procedural pain and uterine cyst outcome was unknown. The reporter considered dyspareunia, endometriosis, pelvic pain, procedural pain and uterine cyst to be related to essure. Most recent follow-up information incorporated above includes: on 17-feb-2020: social media content received : reporters added. Event added- pelvic pain female, post procedural pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('painful sex') and endometriosis ('endometriosis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), endometriosis (seriousness criteria medically significant and intervention required) and uterine cyst ("fluid behind my endometrium"). The patient was treated with surgery (endometrial ablation and hysterctomy). Essure was removed. At the time of the report, the dyspareunia, endometriosis and uterine cyst outcome was unknown. The reporter considered dyspareunia, endometriosis and uterine cyst to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.